Event description:
It was reported that the patient experienced a hematoma following implant of the leadless implantable pulse generator (ipg) at the site of introducer placement. A possible seroma was noted. The patient is a participant of the product surveillance registry test. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right side of the groin had become swollen and there was slight bleeding at the venous site area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.